Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to the patient falling and causing a periprosthetic fracture. The stem was revised from a #11 132° secur-fit max stem to a restoration modular hip system due to fracture and subsidence. Spoke to rep, there are no allegations against the head or the sleeve, no returns are available due to hospital policy and no further information will be released by the hospital or surgeon.